Event description:
X-rays were received at MFR for review from neurology on a vns pt with high lead impedance. It was reported that the vns is reported to have improved the pt's seizures "incredibly". He no longer has to wear a helmet and he used to fall all the time with injury. His vns was interrogated and system diagnostic testing yielded high lead impedance dcdc=7 and eri=no. As a consequence, his vns was programmed off and the pt has been referred for revision surgery. Despite the fact of his high lead impedance, he has suffered no alteration in his seizure control. The complete vns system could not be fully visualized on x-ray review. No fractures were identified in the visualized portion of the pt's vns device, although the presence of an unpronounced lead discontinuity cannot be ruled out.

Manufacturer narrative:
MFR reviewed x-rays of implanted device. X-rays reviewed by the MFR, no gross lead discontinuities visualized. Device failure suspected but did not cause or contribute to a death or serious injury.